Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 6.21mm at the swaged end compared to the nominal pin diameter of 5.21 mm. The grip pin is partially swagged. The instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of 8mm prograsp forceps instrument would not line up. On closer inspection, the instrument was found to have frayed cables. The procedure was completed with no reported injury.